Manufacturer narrative:
The returned device was evaluated and upon initial inspection, the formed needle was observed to be exposed, the soft cannula was found to be kinked, and the distal tip of the soft cannula was damaged. The linkage assembly was observed to not be fully retracted. Scratches were seen on the top housing. After opening the device, the linkage assembly moved to the fully retracted position. Score marks were seen on the underside of the top housing indicating interference between the housing and the linkage assembly. The timing when the damage to the soft cannula and top housing occurred could not be determined. The misaligned linkage assembly caused the needle to not retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for 24 hours the pods needle had not retracted upon initial activation. As treatment, the pod was removed from the infusion site.